Event description:
A (B)(6) male patient's spouse contacted zoll lifecor customer support to report that the device was telling them to add gel. She confirmed that blue gel was present. The patient's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. The cause of the add gel messages was due to a cut in the cable from ECG b to ECG a, causing intermittent gel fire error. The root cause of the cut cable cannot be positively identified, but was likely a cause of excessive force. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.